Event description:
According to the available information, three balloons burst in the pediatric patient¿s bladder when the balloon was blocked with 6 ml. The mother blocks the balloon and had used the product daily for several months. She stated the balloon can be blocked with maximum 15 ml, but it was noted she had not read the instructions for use. The patient was not harmed.

Manufacturer narrative:
See manufacturer report numbers 9610711-2021-00118 and 9610711-2021-00120 regarding the other two occurrences of balloon burst. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.